Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their one year follow up transesophageal echocardiogram(tee) procedure. The imaging showed that there was a device related thrombus. The patient was put back on anticoagulation medication for 90 days and will have a repeat tee.